Event description:
Baxter sales representative called on the customer's behalf to report that the set was cracked while in use on a patient. The set appeared to be cracked at the y-site. This reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. The set was changed out and infusion restarted. No additional information was provided.

Manufacturer narrative:
Baxter sales representative stated that the actual sample is available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. Additional information: a batch review was performed on the reported lot and no deviations were found.